Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: d9, h3, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected, and the following was observed: longitudinal balloon burst on the inflation balloon with no other abnormalities observed, and gouges on the flex tip observed. Dimensional testing was performed on the delivery system, and all measurements taken of the balloon double wall thickness met specification. Due to the condition of the returned device, functional testing was unable to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was confirmed based on the returned product evaluation. Available information suggests patient factors (calcification) likely contributed to the event. There was mild-to-moderate amount of calcium at the annulus and lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences field clinical specialist, during a transcatheter aortic valve replacement procedure, the 26 mm commander delivery system balloon burst at the end of deployment of the 26 mm sapien 3 ultra resilia valve. The perceived root cause of the balloon burst was a piece of calcium. No patient injury occurred, and the valve was successfully implanted.